Manufacturer narrative:
Medwatch sent to the FDA on 03/24/2017. Further information has been requested of the initial reporter regarding: device serial number and patient information. To date, no additional information has been received by apollo. Device labeling addresses the reported adverse event as follows: precautions: patients must be advised that orbera is intended to be placed for 6 months maximally, at which point removal is required. Longer periods of balloon placement increase the risk of balloon deflation (a reduction in size of the device due to loss of saline) which can lead to intestinal obstruction and risk for death. The risk of these events is also significantly higher when balloons are inflated to larger volumes (greater than 700 cc)." Deflated devices should be removed promptly. Patients should be advised that balloon deflation may lead to serious adverse events including bowel obstruction and need for emergency surgery. Patients should immediately call their physician to receive instructions on preparing for removal of the balloon. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. Possible complications: possible complications of the use of orbera include: - balloon deflation and subsequent replacement.

Event description:
Reported as: a patient with the orbera intragastric balloon had "showed symptoms of weight gain 3 week prior to 6 month explant. During explant the physician found the balloon to be deflated."